Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that lead was explanted and replaced due to externalized conductors. Patient is asymptomatic. No electrical anomalies were detected.

Manufacturer narrative:
A partial lead with the distal tip measuring 50.6cm was returned for analysis. External insulation abrasion was noted at 15.4-15.6cm from the distal tip, consistent with lead friction to another device or patient anatomy. Externalized conductors due to internal insulation abrasion were noted at 10.3-13.6cm from the distal tip. Internal insulation abrasion was noted at 8.2-8.8cm and 16.0-16.2cm from the distal tip. The etfe coating was intact at these locations.